Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the damage to the tip of the distal end was likely caused by excessive stress. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope was found with the white tip of the distal end broken off. There was no patient involvement.